Manufacturer narrative:
The device will not be returned for analysis. The non-conformance database was reviewed using part and lot number provided and no in-process non-conformities were reported for this manufacturing run. Recently a unit was returned for investigation at stryker for leaking through the battery compartment. Upon opening the unit, it was found that the hoop was not fully assembled permitting saline solution to ingress into the motor/battery chamber. The manufacturing process was audited and the root cause was found in the pneumatic fixture that assembles the hoop. If the operator removes his hands from the activation buttons before the fixture fully depresses the hoop, it will not complete the cycle thus only partially assembling the hoop (the fixture was designed this way as a safety measure, but did not contemplate this failure mode). Production personnel have been made aware of this issue as a contingent action. As a corrective action a new fixture was designed and validated. Production starting september 5th, 2005 will be assembled using the new fixture.

Event description:
It was reported that fluid was leaking from the battery pack.